Manufacturer narrative:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that when saving a study report, iscv generated an error message 'error while processing dicom (digital imaging and communication in medicine) sr (structured report) data. The dataset is not yet fully supported.'. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was the 'nan' (not a number) value issue in the structured report .xml file. During dicom import, the scientific value from the structured report was incorrectly parsed and interpreted as a 'nan' value. As a result, the iscv generated errors because it was unable to process this value. The fix of the issue is available in the forward release of iscv product. Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction. Note: the evaluation results FDA c-code, and conclusion FDA c-code have been updated in this emdr.

Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that when saving a study report, iscv generated an error message 'error while processing dicom (digital imaging and communication in medicine) sr (structured report) data. The dataset is not yet fully supported.'. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation of this complaint.